Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of multiple early leaflet ruptures and replacements of the epic valves was reported via social media. Abbott requested additional information on the patients, device implanted, and for additional event details but further information was not received. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on social media by a physician that there were multiple cases of early leaflet ruptures following implants of the epic mitral valve. It was reported that at least 20 patients underwent additional surgery to replace the valve or that valve-in-valve procedures were performed due to these issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.